Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, the customer was following the guide tracks on the pump. There was no reported impact to blood glucose. A new cartridge was able to fit properly on the pump.